Event description:
Customer reported when the magnet pull cord is detached from the alarm there is no sound. Batteries have been replaced with a new supply. No visible damage was reported. The issue was discovered during set up, but the date of the event is unk. No pt incident or injury was reported.

Manufacturer narrative:
Eval results: eval of the returned unit confirmed the reported issue and revealed the unit does not sound when the pull magnet is detached from the magnet mounting plate. When the sensor cable is inserted into the sensor receptacle, the unit sounds when weight is removed from the sensor pad, and unit is silent when the sensor cable is applied to the sensor pad. Subsequent invasive tests show the nit has a magnet reed switch failure. There are cracks on the product covers outside of the battery compartment. (B)(4).